Event description:
A customer notified baxter corporate product surveillance of one automix 3+3/as compounder transfer set in which the blue line popped out of the manifold connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation, and the condition was confirmed. The root cause of the separation was determined to be due to a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.